Manufacturer narrative:
The device rosa one (B)(4) is not FDA approved, but it is similar to the device rosa brain 3.0, classified haw - k151359. The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that an unrecoverable error occurred several times during a surgery. The surgeon was able to overcome the issue and the surgery was completed as planned.

Manufacturer narrative:
The investigation performed on the surgery data log file pointed out that the issue occurred is due to a design defect already known.